Event description:
Reportedly, the ventilator indicated that the battery level decreased and it shut down with a power failure alarm. This incident occurred when a mechanical engineer at the user facility was testing the ventilator by the battery operation. The alarm function normally at the time of the event. There was no pt involvement in this event. However. If this were to recur, it would not allow the user enough time to react.

Manufacturer narrative:
(B)(4).